Manufacturer narrative:
Investigation identified an exposed needle before opening the pod. When the device was opened, the needle retracted and scoring marks were identified on the inside of the top housing signaling interference with the needle mechanism assembly. Investigation found no defects, including the exposed needle, or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin after the initial obstruction was removed. The device download data showed no increase in pulse widths or signs of struggle during the run. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) values reached over 250 mg/dl, while wearing the pod between 24 and 36 hours on unknown location. For treatment, the patient gave a manual injection.